Event description:
It was reported that the insulin pump had display issues. Customer stated that he replaced battery after low battery warning and all settings got lost. Customer's blood glucose was unknown. Troubleshooting was done. Customer stated the insulin pump had cracks. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with missing segments on half of the screen due to a cracked zebra connector at lcd board. Unable to perform operating current to verify the low battery alarm due to the missing segment. The pump also had a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.